Manufacturer narrative:
A device history review was performed and confirmed this device met manufacturing specifications prior to distribution and there were no manufacturing deviations that could have contributed to the reported event. The initial information that intera oncology received from the physician does not allege a device malfunction taking place. The wound dehiscence is an adverse event that was likely caused by the patient's condition. Intera oncology has sent communication to the clinic to inquire about the cause of the dehiscence and to date a response has not been received.

Event description:
Intera oncology received a report from a physician about a patient developing a dehisced wound. On (B)(6) 2025, the patient was taken into the or and the pump was explanted. On the same day, the physician implanted a new pump (serial number (B)(6)). When our representative called for more information, the or nurse mentioned that the physician took care of everything and did not need assistance with anything.